Manufacturer narrative:
It was reported that a revision surgery was performed due to un-diagnosed pain. The affected genesis ii resurfacing patellar component, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. The instructions for use noted the alleged failure has been identified in the potential adverse events. A review of risk management files found that the reported failure was documented appropriately. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. At first it was thought there was some sign of loosening of the tibia and patella. However, intraoperatively it was discovered everything well fixed. Some potential causes of the reported event could include but are not limited to joint tightness or patient reaction.

Event description:
It was reported that revision surgery was performed due to un diagnosed pain. Implants were all well cemented scan was showing some sign of loosening in the tibia and patella, however intraoperatively everything well fixed.